Manufacturer narrative:
The t:slim pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose level of 324 (mg/dl) with large ketones and nausea. During troubleshooting with tandem technical support, customer reported that low insulin alerts were received that were not addressed and subsequently the pump ran out of insulin. Customer was treated with IV fluids and correction boluses to stabilize bg levels to the 200 (mg/dl) range.